Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pace/sense portion of the rv lead was capped due to insulation breach below header. Shocking portion of the lead is still active. Should additional information be received, this file will be updated.